Event description:
Wife of pt brought in an insulin syringe which her husband discovered when he opened a bag of (10) ten low dose insulin syringes. The needle of this particular syringe appears to be bent and sticking through the orange safety cap. Apparently no other syringes were affected.